Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting out insulin during priming. The customer's blood glucose level was unknown. They also reported that the insulin pump had to rewind more than once in the past. The insulin pump will be returned for analysis.